Event description:
It was reported that on (B)(6) 2012, one mitraclip was successfully implanted in a patient with degenerative mitral regurgitation, successfully reducing the mr from 4 to 2, with satisfactory results. On (B)(6) 2013, the patient died while in a convalescent hospital for comfort care. The cause of death is not available. Reportedly, the patient had fever, congestive heart failure and fluid in the lungs. Per the study physician, the relationship of the patient's expiration to the implanted mitraclip is not assessable. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation and there was no reported device malfunction. The reported patient effects of worsening heart failure and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that degenerative mitral regurgitation is a progressive disease. Even with successful implantation of the mitraclip device and reduction of mitral regurgitation, there can be continued disease progression in select patients. This may result in heart failure, pulmonary edema and increased risk of mortality. In this incident, the clip was successfully implanted; however, the patient presented with worsening heart failure and pulmonary edema one year post procedure and subsequently expired. There is no evidence of device deficiency or malfunction in causing or contributing to the heart failure, pulmonary edema and death. Given the time interval between the implantation of the clip and the reported events, progression of disease was the most likely cause.